Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the receiver displayed error 121 on (B)(6) 2016. The patient's wife did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.